Manufacturer narrative:
There is currently a pending investigation. Nova is requesting additional information, and further details will be provided in a supplemental report.

Event description:
Nova biomedical (nova) was made aware of a potential issue regarding analysis of sodium, potassium, chloride, and blood urea nitrogen (bun) results during the treatment of a patient on a statprofile prime plus analyzer with serial number (B)(4). The results were reported but the clinician questioned the accuracy of these when compared to the clinical presentation of the patient. An additional sample from the patient was run using the reference analyzer beckman au which confirmed the initial results were inaccurate. No patient harm or adverse treatment due to the inaccurate results was reported.

Manufacturer narrative:
Additional information: UDI: (B)(4). Device history record reviews were completed for prime plus sn: (B)(6), microsensor card pn: 61615, lot: 22063005, calibrator pack pn: 57831, lot: 22047040, qc pack pn: 57841, lot: 21200036 and reference sensor pn: 57823, lot: 22061045. The dhrs confirmed that all products met all specifications when released to finished goods. A 2 year look back in the data base did not return any result for lot/sn in question. Per the investigation report, the discrepancies in patient sample are believed to have resulted from reference flow issue which can be caused by debris entering the flow path or the calibrator pack that was replaced around the same time as the sensor in this case. It is difficult to confirm these findings as consumables were not returned. Therefore, no further actions are required at this time. Nova will continue monitoring for recurrence.